Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the customer confirmed return material authorization (RMA) (B)(4) on patient identifier (B)(6) and RMA (B)(4) on patient identifier (B)(6) are duplicate complaints and that patient identifier (B)(6) is the valid one. Customer was unable to explain how it happened almost a year later. The large suturecut needle driver has been evaluated by the failure analysis team. The instrument was analyzed and found to have a frayed grip cable at the distal end. Additional observation(s) not reported by site: the instrument was found to have blade damage. Both blade edges were indented, preventing the grips to fully close.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver had a broken cable. The procedure was completed as planned with no reported injury.